Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that all the light emitting diodes (led) are blinking and that they keep losing the light source from the evis exera iii xenon light source device. The issue occurred during an unspecified procedure. The procedure was completed with the same set of equipment, with minimal delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred in the middle of a bronchoalveolar lavage procedure. There was a 5 (five) minute delay and the same device was used to complete the procedure. No harm or injury.